Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye noted a loose green cap inside an unopened pouch. The reported condition was verified. The direct cause of the condition was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap of an amia cassette was found "not attached inside the package¿ before use. There was no patient involvement. No additional information is available.